Event description:
During a hernia repair, the suture was found to be frayed 2-3" down from the swagepoint. It may have been frayed out of package, but it was seen after pulling through tissue. The surgery was delayed a few minutes. There was no adverse pt outcome.